Manufacturer narrative:
Sanofi company comment dated 12-feb-2025: this case involves an unknown age male patient who had a sterile synovitis (60ml) after hylan g-f 20, sodium hyaluronate [synvisc] 2nd injection in the same knee he punctured. Based on the limited information provided regarding this case, causal role of the company suspect device could not be denied for the occurrence of event. Further information on patient¿s past medical history, family history, concomitant medications, injection technique, post injection routine, would aid in better assessment of the case. The case will be reassessed based on follow-up information that will be received.

Event description:
Had a sterile synovitis (60ml) after synvisc 2nd injection in the same knee I punctured [injection site synovitis] ([arthrocentesis]). Case narrative: initial information received on 06-feb-2025 regarding an unsolicited valid serious case received from a physician. This case involves adult male patient who had a sterile synovitis (60ml) after being treated with hylan g-f 20, sodium hyaluronate [synvisc] 2nd injection in the same knee he punctured. The patient's past medical history, medical treatment(s), concomitant medications, vaccination(s) and family history were not provided. The patient had been receiving synvisc yearly in both the knees at the same time and nothing happened so far. On an unknown date, the patient started using synvisc (hylan g-f 20, sodium hyaluronate) injection (strength: 16 mg/2ml) (with unknown dose, route and frequency) for osteoarthritis. The patient had a sterile synovitis (60ml) after synvisc 2nd injection in the same knee he punctured and gave trimacinolon acetonid (injection site joint inflammation) (aspiration joint) (with unknown onset, latency, batch number and expiry date). It was reported that patient had no problem afterwards and asked if he might inject the 3rd injection. It was reported that as far as he knew it was not a hypersensitivity reaction. It was also reported that the doctor administered also the 3rd injection and there was no adverse event afterwards. Information regarding batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: no action taken for the event injection site joint inflammation. Corrective treatment: the knee was punctured and trimacinolon acetonid was given for the event injection site joint inflammation. Outcome: recovered on an unknown date for the event injection site joint inflammation. Seriousness criteria: intervention required for the event.

Manufacturer narrative:
Sanofi company comment for follow-up dated (B)(6)2025: new information does not change the previous assessment of the case. This case involves an unknown age male patient who had a sterile synovitis (60ml) after hylan g-f 20, sodium hyaluronate [synvisc] 2nd injection in the same knee he punctured. Based on the limited information provided regarding this case, causal role of the company suspect device could not be denied for the occurrence of event. Further information on injection technique, post injection routine, would aid in better assessment of the case. The case will be reassessed based on follow-up information that will be received.

Event description:
Had a sterile synovitis (60ml) after synvisc 2nd injection in the same knee I punctured [injection site synovitis] ([injection site joint effusion], [arthrocentesis]). Case narrative: initial information received on 06-feb-2025 regarding an unsolicited valid serious case received from a physician. This case involves a 55-year-old male patient who had a sterile synovitis (60ml) after being treated with hylan g-f 20, sodium hyaluronate [synvisc] 2nd injection in the same knee he punctured. The patient had no past medical treatment(s) and family history. The patient's vaccination(s) were not provided. There was nothing to mention about patient medical history. The patient had been receiving synvisc yearly in both the knees at the same time and nothing happened so far. Concomitant medications included naproxen sodium (apranax). On an unknown date in 2025, the patient started using synvisc (hylan g-f 20, sodium hyaluronate) injection in the knee (strength: 16 mg/2ml) at a dose of 2ml (3x2ml) qw (with unknown route) for osteoarthritis. The patient had a sterile synovitis (60ml) after synvisc 2nd injection (injection site joint inflammation) (onset: 30-jan-2025, latency: unknown, batch number: ersp009a, expiry date: feb-2027) the same knee punctured to inject trimacinolon acetonid and to drain the fluid (aspiration joint) (onset: 30-jan-2025, latency: unknown, batch number: ersp009a, expiry date: feb-2027). 60 ml was the amount of fluid drained from the knee (injection site joint effusion) (onset: 30-jan-2025, latency: unknown, batch number: ersp009a, expiry date: feb-2027). It was reported that patient had no problem afterwards and asked if he might inject the 3rd injection. It was reported that as far as he knew it was not a hypersensitivity reaction. It was also reported that one week after puncture and iart gc(full form not specified) the doctor administered the 3rd injection also from the same series and there was no adverse event afterwards/ without any complication. Relevant laboratory test results included: aspiration joint - on (B)(6)2025: [60ml of fluid drained from the knee]. Action taken: no action taken for the event injection site joint inflammation. Corrective treatment: the knee was punctured (arthrocentesis), fluid was drained and trimacinolon acetonid was given for the event injection site joint inflammation. Outcome: recovered on an unknown date in 2025 for the event injection site joint inflammation. Seriousness criteria: intervention required for the event. Additional information was received on (B)(6)2025 from physician: patient age was added. Injection site joint effusion added as symptom for event injection site joint inflammation. Information on medical history, past medical treatment(s) and family history was updated. Concomitant medication was added. Therapy start date for suspect, dose, frequency, batch number and expiry date was added. Event onset date was added. Clinical course was updated and text was amended.

Event description:
Had a sterile synovitis (60ml) after synvisc 2nd injection in the same knee I punctured [injection site synovitis] ([injection site joint effusion], [arthrocentesis]) case narrative: initial information received on 06-feb-2025 regarding an unsolicited valid serious case received from a physician. This case involves a 55-year-old male patient who had a sterile synovitis (60ml) after being treated with hylan g-f 20, sodium hyaluronate [synvisc] 2nd injection in the same knee he punctured. The patient had no past medical treatment(s) and family history. The patient's vaccination(s) were not provided. There was nothing to mention about patient medical history. The patient had been receiving synvisc yearly in both the knees at the same time and nothing happened so far. Concomitant medications included naproxen sodium (apranax). On an unknown date in 2025, the patient started using synvisc (hylan g-f 20, sodium hyaluronate) injection in the knee (strength: 16 mg/2ml) at a dose of 2ml (3x2ml) qw (with unknown route) for osteoarthritis. The patient had a sterile synovitis (60ml) after synvisc 2nd injection (injection site joint inflammation) (onset: 30-jan-2025, latency: unknown, batch number: ersp009a, expiry date: feb-2027) the same knee punctured to inject trimacinolon acetonid and to drain the fluid (aspiration joint) (onset: 30-jan-2025, latency: unknown, batch number: ersp009a, expiry date: feb-2027). 60 ml was the amount of fluid drained from the knee (injection site joint effusion) (onset: 30-jan-2025, latency: unknown, batch number: ersp009a, expiry date: feb-2027). Lab investigation was done to confirm sterile synovitis. It was reported that patient had no problem afterwards and asked if he might inject the 3rd injection. It was reported that as far as he knew it was not a hypersensitivity reaction. It was also reported that one week after puncture and iart gc (full form not specified) the doctor administered the 3rd injection also from the same series and there was no adverse event afterwards/ without any complication. Relevant laboratory test results included: aspiration joint - on (B)(6) 2025: [60ml of fluid drained from the knee] action taken: no action taken for the event injection site joint inflammation. Corrective treatment: the knee was punctured (arthrocentesis), fluid was drained and trimacinolon acetonid was given for the event injection site joint inflammation. Outcome: recovered on an unknown date in 2025 for the event injection site joint inflammation. Seriousness criteria: intervention required for the event. Additional information was received on 23-feb-2025 from physician: patient age was added. Injection site joint effusion added as symptom for event injection site joint inflammation. Information on medical history, past medical treatment(s) and family history was updated. Concomitant medication was added. Therapy start date for suspect, dose, frequency, batch number and expiry date was added. Event onset date was added. Clinical course was updated and text was amended. Based on data previously received, the following information [imdrf "health impact" code_if: utilities: imdrf annex 'b': type of investigation not yet determined (b21); imdrf annex 'c': results pending completion of investigation (c21); imdrf annex 'd': conclusion not yet available (d16)] added] has been amended.

Manufacturer narrative:
Sanofi company comment for follow-up dated 23-feb-2025: new information does not change the previous assessment of the case.this case involves an unknown age male patient who had a sterile synovitis (60ml) after hylan g-f 20, sodium hyaluronate [synvisc] 2nd injection in the same knee he punctured. Based on the limited information provided regarding this case, causal role of the company suspect device could not be denied for the occurrence of event. Further information on injection technique, post injection routine, would aid in better assessment of the case. The case will be reassessed based on follow-up information that will be received.